Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
In the article, "cystoid macular edema associated with omidenepag isopropyl in a phakic eye with an implantable collamer lens: a case report." An implantable collamer lens was implanted into a patient's left eye (os). 12 years later, glaucoma was observed. Omidenepag isopropyl was prescribed and after 9 months, blurred vision was observed. Sweft source optical coherence tomograpy revealed cystoid macular edema in the eye and omidenepag isoprophyl usage was discontinued and bromfenac sodium hydrate was administered. This helped this issue and reportedly, "optical coherence tomography examination confirmed that the macula had normalized."